Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms noted. The insulin passed displacement, rewind, basic occlusion, prime/a33, occlusion, excessive no delivery tests and the motor was tested outside of the device and passed. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.